Event description:
Called pt for her veletri titration, per the pt, the cassette medi reservoir lot #3716369, "have a kinked up bag inside and are not opening up." She has thrown away a lot and filed a complaint with this MFR. Sending pt out more cassettes. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.